Event description:
It was reported that a malfunction occurred on the pump, with multiple occurrences noted by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support assisted the customer with a pump reset and decided to replace the pump. The customer was instructed on placing the problematic pump into storage mode and using the current pump as a backup until the new pump, equipped with updated software, arrives. The customer will continue to use current pump for insulin therapy.